Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure coils removed"), device breakage ("pieces of coils are missing") and device dislocation ("pieces of coils are missing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and complication of device removal ("pieces of coils are missing"). The patient was treated with surgery (fallopian tubes removal). At the time of the report, the medical device removal, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure coils removed"), device breakage ("pieces of coils are missing") and device dislocation ("pieces of coils are missing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and complication of device removal ("pieces of coils are missing"). The patient was treated with surgery (fallopian tubes removal). At the time of the report, the medical device removal, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure coils removed'), device breakage ('pieces of coils are missing') and device dislocation ('pieces of coils are missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), complication of device removal ("pieces of coils are missing"), pelvic pain ("lot of pain") and hypothermia ("hypothermic shock"). The patient was treated with surgery (fallopian tubes removal). At the time of the report, the medical device removal, device breakage, device dislocation, complication of device removal, pelvic pain and hypothermia outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, hypothermia, medical device removal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media: event added- lot of pain and hypothermic shock. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure coils removed'), device breakage ('pieces of coils are missing') and device dislocation ('pieces of coils are missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), complication of device removal ("pieces of coils are missing"), pelvic pain ("lot of pain") and hypothermia ("hypothermic shock") and was found to have vitamin d decreased ("extremely lo vitamin d"). The patient was treated with surgery (fallopian tubes removal). Essure was removed. At the time of the report, the medical device removal, device breakage, device dislocation, complication of device removal, pelvic pain, hypothermia and vitamin d decreased outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, hypothermia, medical device removal, pelvic pain and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure coils removed'), device breakage ('pieces of coils are missing') and device dislocation ('pieces of coils are missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), complication of device removal ("pieces of coils are missing"), pelvic pain ("lot of pain") and hypothermia ("hypothermic shock") and was found to have vitamin d decreased ("extremely lo vitamin d"). The patient was treated with surgery (fallopian tubes removal). At the time of the report, the medical device removal, device breakage, device dislocation, complication of device removal, pelvic pain, hypothermia and vitamin d decreased outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, hypothermia, medical device removal, pelvic pain and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: extremely low vitamin d. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.